Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the generator's lower case was broken, the upper case was dented which affected the keyboard fit, that the battery release and lead flex cover were contaminated, the ring cover, both bail covers, two case screws, the ring, both bails and the battery drawer o-ring were missing, the battery contacts were compressed, the battery drawer was damaged and the keyboard was scratched. Additionally the cable returned with the generator had its strain relief torn, exposing the inner cable, the cable was scrapped and will need to be replaced. (B)(4).